Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: section d10. Device available for evaluation? Yes. Returned to manufacturer on: 8/18/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the sample was evaluated, and the lens was observed cut with residues of viscoelastic related to the handling of the unit in a surgical procedure. The condition observed is consistent with a lens that has been explanted. The reported issue was not verified and it could not be determined if the condition observed is related to manufacturing process since impacted lens was used in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. The lens diopter result obtained from the miq (measurement iol quality) electronic system of the test performed when this lens was manufactured, shows that lens serial number corresponded to 20.5 diopter as labeled. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the right eye of the patient. Post-op the patient ended up -1.50. A-scans look correct, just a refractive surprise. An iol exchange was done and the replacement lens is a same model but lower diopter, 19.5 iol. There was no incision enlargement, no vitrectomy, and no sutures required. There was no patient injury post-op. No other information was provided.